Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. This complaint has been assessed as a non-reportable event as determined in 21 cfr 803.3. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in service. The root cause was determined to be an incorrect part number of the blower listed in the technical state (instrument report) since the (B)(6) was not recognized with the sw2.2.4. In consequence (correction) they made a sw update to 2.2.9 and set the blower part number to 161151 in the technical state (instrument report) and the problem was resolved. There was no patient or user harm reported.

Event description:
We have a brand new unit. At first it was intermittent and not booting up. The lights on the side front buttons would go on but it would be a black screen and after a minute it would alarm and not boot up. Had to remove battery and reinsert to be able to reboot. We tried the main pcb and it did not fix it. The esm board fixed this issue. Started to do the pm after it now booted consistently ok. It failed the second test, pressure, pressure was too high and odd noise (like blower going too much)